Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed software error detected and failed battery. The patient's blood glucose at the time of incident was 12.3 mmol/l. Troubleshooting was initiated. The caller confirmed that the alarms occurred while they were sleeping. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. No unexpected failed battery test in the long trace and pump history noted. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Device passed rewind, self-test, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Software error alarm found in the pump history due to software error. Device received with cracked select button keypad overlay and minor scratches on lcd window.